Event description:
It was reported that physical damage to the transmitter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient fell, which caused the transmitter to be broken. As per patient he had no way of replacing the sensor or transmitter at that time. An unknown time after this, but on the same day, the patient felt hyperglycemic, was dizzy, could not get out of bed, and had a nose bleed. The patient´s girlfriend called the emergencies, and once the patient arrived at the hospital, they were treated with intravenous fluids, and 10 shots of insulin. The patient was discharged the day after the event. At the time of the report the patient was still recovering. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect clinical code - epistaxis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.